Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited a sudden increase in/high thresholds and no capture. It was also reported that the right atrial (ra) lead exhibited a lead position check failure, disabling all atrial tachycardia/atrial fibrillation (at/af) therapies. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.